Event description:
Authorized dist in (B)(6) reports an internal battery failure with a vivo 50 device. Defective part had been scrapped. Based on the info rec'd, the potential risk associated with the reported event is classified as critical since a depleted internal battery may cause the treatment to be terminated with a high priority alarm. Based on info provided at this time, including unk pt info, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp.